Manufacturer narrative:
An event pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and subsequent pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure, a steam pop resulting in a pericardial effusion occurred. During the final ablation, a steam pop occurred in the postero-septal location of the infundibulum. Echocardiogram was used to diagnose a pericardial effusion near the right ventricle. Ablation was conducted for under 10 seconds at 30 watts, with 17 ml/min at 40 degrees c. The patient was transferred to intensive care in stable condition. No intervention was required and no patient symptoms were observed. There were no performance issues with the device.